Event description:
A 27 gauge needle broke off at the hub in the patients trapezius. The sample is not available to be returned for evaluation. No additional information is available at this time. Needle broke off inside of the patient's trapezius. 2 general surgeries to retrieve the foreign body. The foreign body was removed successfully but required an overnight stay on the medical/surgical unit.